Manufacturer narrative:
(B)(4). Pump received with broken battery tube thread and broken reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was 12.7. Customer reported that there was crack in case at battery compartment and at reservoir compartment. Reservoir was not loose in insulin pump and works as intended. The troubleshooting was not performed. The insulin pump will be returned for analysis.